Event description:
This happened over several months, plus. I was hospitalized (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, again (B)(6) 2021. Shortness of breath, cough, chest pressure, respiratory tract. Nausea, headache, etc. The doctors did not recognize that it might be my CPAP machine even though it had been put on recall. I didn't know it was on recall. I would be unable to get my breath so bad I would finally have to go to the hospital. I used my philips CPAP faithfully at home but did not take it in to the hospital with me. I would be in the hospital 7 or 8 days and begin to get better. Then I came home and started back on my CPAP and with in a few days I was right back in the hospital again. Not a pleasant experience. The last time I was in I came home and got tightness and breathless again and went to an immediate care unit. I ask for some solution for a nebulizer as my doctors could not prescribe it with out seeing me which was not possible for several weeks. I was in trouble and about to go back in the hospital. The nebulizer helped me stay out of the hospital so far. I have not used my philips CPAP since I got the recall notice on my front porch on (B)(6) 2021. I am some better but feel like I am clogged up with mucus and can't get it up very well. Also not sleeping very well. I have tried to register my CPAP and have gone on the computer several times and can't seem to find where to register or get a form to register. I will try to call the number I have. I've had my machine since 2018 and don't think my insurance will cover another machine. I've used a CPAP for about 20 years. All the suppliers say there is a shortage of machines now. I will not use a philips brand again. I do not want a philips again. I have been through hell with the hospital and doctors not understanding. Some do not treat people other than a number and a dollar sign. (B)(6) to come in to my hospital room and hardly slow down before going out again. They took 3 blood test some days. Once the lab teck barely got out of my room and another came in to draw blood. Minutes apart. You would think the doctors would be more organized than that. Get your order in early so all blood work could be done with one draw. Seems I was just a punching bag. How could my blood change in a day? One a day is to much but the doctors told me that's what you get when you come to the hospital. Well, what I go for is to get help. I was purple all over my hands and arms. My CPAP was killing me and I didn¿t know it and got no help in the hospital. Is there no where to go for help? It is not easy to file a complaint about this situation. FDA safety report ID # (B)(4).